Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share log was performed and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.